Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. One of the blades was bent on the instrument. The jaw gap was measured and met specification. No witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle were noted for the device, indicating proper alignment of the jaws when toggling the needle the blade could not be straightened completely. Therefore, functional testing was precluded. Should new information become available, the file will be re-opened.

Manufacturer narrative:
(B)(4). Additional attempts to obtain on the return of the device have been made. A supplemental report will be submitted with new details if they become available

Event description:
According to the reporter: during a roux-en-y the device was removed from the sterile packaging. When it was noticed that one of the metal bars on the tip of the jaws was bent. Was not used in the procedure. No adverse events reported.

Manufacturer narrative:
(B)(4).